Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation. Unnoticeable wound healing without marginal inflammation. Lack of osseointegration of the implant detected during impression taking (pressure pain).